Event description:
The user experienced an ongoing issue receiving discrepant calcium results with linearity material. The following calcium results were generated from the same bottle of linearity material run on different dates by the same analyzer as follows: on (B) (6) 2009, user received results of 13.9, 13.7 and 13.8 mg per dl. On (B) (6) 2009, user received results of 15.6, 15.4, and 15.0 mg per dl. On (B) (6) 2009, user received results of 13.7 twice and 13.6 mg per dl. No pt sample results have been affected by this issue.

Manufacturer narrative:
The field service rep could not determine a cause and suspected the linearity standards were at fault. He ran a check test to verify analyzer performance and accuracy with results within specification.